Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged high bg issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Customer¿s blood glucose level (bg) was "high", specific value not provided; and cause was unknown. A correction bolus via the pump was delivered to address bg. The customer reverted to an alternate method of insulin therapy.